Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe integrated electrosurgical unit (iesu) due to c-00 errors and blank home screen on user interface (ui). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and displayed error code u-02 upon startup; however, the erbe log showed error c-00. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer called to indicate that the screen on the erbe integrated electrosurgical unit (iesu) was not displaying any settings. The customer reported that, while the erbe display was on and the instrument pods were present, no other information was shown. The customer attempted a hard power cycle and unplugged the external foot pedals, but the issue persisted. The customer elected to use a force triad generator to complete the case. No known impact or patient consequence was reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.